Manufacturer narrative:
B5 - the customer did not provide any product information or test date for the previous false positive test. This report is being sent out of an abundance of caution. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three (3) false positive results from previous testing with the binaxnow covid-19 ag test kit taken on unknown dates. This report is for test one (1) of three (3). It is unknown if confirmatory testing was performed at the time of the previous tests. However, recent pcr testing returned a negative result. Although requested, no additional information including treatment or outcome was provided.